Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope large knob did not hold the camera. Upon inspection and testing of the customer returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope body cracked, due to damage on instrument tube, water tightness lost, due to damage on forceps elevator (k-pipe), water tightness lost, due to a crack on distal end, insulation resistance value at distal end did not meet the standard value, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, due to damage on acoustic lens, displayed ultrasound image was defective, adhesive around light guide lens worn, adhesive on angle rubber cracked, due to wear of angle wire, bending angle in up direction did not meet the standard value, and universal cord buckled. . The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. Olympus will continue to monitor field performance for this device.